Manufacturer narrative:
During technical onsite visit the field service engineer (fse) performed verification for the laser operation. The system meets specification per service installation record. No abnormality was noted. No technical root cause was identified as the product was found to be within specifications according to technical review result. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported an incomplete flap during flap creation. Additional information obtained reported the procedure was not completed due to a small tear in the flap. During creation of the flap, 75% through the bed of the flap, a slightly irregular pattern (possibly gas) was noted. This differed slightly from the regular raster person usually observed. As the flap was lifted the tear occurred exactly at the point of the irregular gas pattern. The tear was a partial horizontal tear below the visual axis. The flap was replaced and the surgery as aborted. A bandage contact lens was placed.